Event description:
Pt admitted to this facility for removal of right breast implant which had ruptured. Left implant also removed. New implants replaced bilat. Original implants not placed at this facility.